Event description:
It was reported, the subject device had a cut on the cable. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had a cut on the cable. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the device had a cut on its cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure olympus will continue to monitor field performance for this device.